Manufacturer narrative:
H.6. Investigation: bd received forty 24 gauge nexiva single port units from lot 93331494 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed damage to multiple legs of one clamp. Two legs were cracked across their width and another leg appeared to have been smashed with a slight deformation. No issues were found with the other clamps and the clamps were opened and closed with no problems. The observed break was recreated on a representative clamp using a pair of pliers. It was noted that a significant amount of force was required to create the damage. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Event description:
It was reported that nexiva 24 ga x 3/4 in single port clamp was damaged. This was discovered during use. The following information was provided by the initial reporter: upon clamping after checking back-flow, the clamp was damaged, resulting in connection difficulty.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24 ga x 3/4 in single port clamp was damaged. This was discovered during use. The following information was provided by the initial reporter: upon clamping after checking back-flow, the clamp was damaged, resulting in connection difficulty.